Event description:
Reportedly, the user was unable to program the implant memories (aida) of this pacemaker. Programmer files were sent for analysis.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.